Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was almost blank and the screen were blur. Customer stated that they changed the battery but the screen look almost blank faded or blurry. Customer stated insulin pump was not dropped nor bumped and nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No missing segments noted.